Manufacturer narrative:
The insulin pump had intermittent button response due to flattened escape and act button dome switches. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported that the buttons on the customer's insulin pump were sticking and intermittently responsive. The insulin pump reportedly was not exposed to moisture. The customer's blood glucose level was 5.8 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).